Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service officer was informed by the biomedical engineer at the user facility that, ¿during surgery the image disappeared and the visual lost field¿. The image disappeared as the visera 4k ultra high-definition camera control unit was not able to detect scope/camera head. The doctor completed the laparoscopic cholecysectomy with another laparoscopic system. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The scope was not detected, and a color bar was displayed. Additionally, the repair center found pin corrosion of the receptacle unit set and dust inside of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the color bar and scope not detected was due to a detective receiver module. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] use the camera control unit only under the conditions described in "environments" and "specifications¿. Otherwise, improper performance, compromised safety, and/or device damage may result. Do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [Care] clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. [Storage] store the device in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.